Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2016-. Product type: pump. (B)(4),

Event description:
Information was received from a healthcare provider (hcp) via a company representative in regard to a patient receiving intrathecal lioresal 2000 mcg/ml at 100mcg/day via an implantable infusion pump. The indication for use (IFU) was cerebral palsy and intractable spasticity. Following pump and catheter explant on (B)(6) 2016 due to infection (refer to manufacturer report # 3004209178-2016-01561); the patient was implanted with a new pump and catheter on (B)(6) 2016. On (B)(6) 2016 the representative was informed by the doctor's nurse that the new pump and catheter had since been explanted due to infection. The patient currently was not implanted with a device system and was on oral baclofen. Cultures had been done but results were unknown. The complete drug information and the results of the culture were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.